Event description:
Arterial line placed, tegaderm covered the catheter, at which point a leak in the catheter was noticed. Threaded new guide wire and replaced with new catheter. Upon retrieval of old catheter, noticed crack at hub. Manufacturer response for arrow artery catheter, arrow artery catheterization set (per site reporter). The manufacturer is currently investigating the multiple arterial catheter hub cracks we have seen at our facility. We sent back all of the previously identified unused product with same lot. This device is a different lot than other instances, but it appears to be the same type of hub crack.